Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(4) 2019 to assess the testing instrument in question, and found the test images in question were visually negative. The immucor laboratory tested retention product on both (B)(4) 2019 (for k antigen status), and (B)(4) 2019 (for c antigen status), and found the retention product to be performing as expected. The immucor laboratory also received a blood sample from the customer site ((B)(6)) and tested it with retention of dp106 and 221275, and the outcome was negative with the customer's blood sample, which reproduced the customer's observation. The internal immucor record tracking number is (B)(4).

Event description:
On (B)(6) 2019, a customer site reported an unexpectedly negative antibody identification when using capture-r ready-ID extend I when used on a galileo echo instrument, when tested on (B)(6) 2019.